Manufacturer narrative:
As reported, the sorbafix enhanced device handle became stuck and hard to press. The video provided shows the surgeon in the or actuating the trigger of the sorbafix device. The internal mandrel can be seen extended far beyond the cannula opening and does not retract after the actuation. The mandrel not retracting back into and extending out of the cannula in this condition is most likely the result of broken or detached internal component that occurred during use. The user was able to deploy five fasteners with no issues before the issue presented. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Without having the sample to evaluate a definitive root cause cannot be established. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2022. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "the sorbafix absorbable fixation system should enter and exit the trocar easily without excessive force. The use of too much force could damage the instrument." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample discarded.

Event description:
As reported, during a laparoscopic procedure while fixating the mesh using sorbafix enhanced fixation device, after 5 fasteners deployed successfully the device handle was suddenly stuck and became very hard to press. The provided photo/video shows that the mandrel remains extended and exposed far beyond the cannula opening. The procedure was completed using another brand device and there was no patient injury.